Manufacturer narrative:
The exact cause for the reported hydrophilic coating peeling has been revised from manufacturing process to undeterminable the reported lot number associated with this event was searched and no other similar events associated with this lot were found. The inner body was returned inside the outer body. The stent was in the outer body. Analysis of the returned device revealed that the outer body was kinked distal to the strain relief on its proximal shaft. The hydrophilic coating on the outer body (approximately 73.5cm distal to the strain relief section) appeared to be coming off. The inner body was kinked on its middle shaft. During functional evaluation, there was friction experienced when the inner body was being pushed and pulled in the outer body and as the stent was being deployed. No other anomalies were observed with the inner body, outer body and stent. Based on the information currently available, there was no indication of inadequate flush, steam shaped tip, or tip being locked in the outer body. Information available in the event, indicate that the patient¿s anatomy was very tortuous, the stent was unable to be deployed, and there was severe ba stenosis over 90%. It is probable that anatomical factors present caused the large amount of resistance reported, causing excessive force between the inner and the catheter in an effort to deploy the stent and limiting the performance of the device during the clinical procedure. The observed hydrophilic coating peeling is potentially related to the tortuous nature of the patient¿s anatomy and procedural factors present during the clinical procedure. However due to the nature of the hydrophilic coating peeling, the manufacturer continues to investigate the matter. Based on the information currently available the exact cause for the reported hydrophilic coating peeling cannot be determined.

Event description:
Analysis of the returned device identified that there was peeling of the hydrophilic coating. No consequences to the patient were reported.

Manufacturer narrative:
The reported lot number associated with this event was searched and no other similar events associated with this lot were found. Analysis of the returned device revealed that the outer body was kinked distal to the strain relief on its proximal shaft. The hydrophilic coating on the outer body (approximately 73.5cm distal to the strain relief section) appeared to be coming off. The inner body was kinked on its middle shaft. There was friction experienced when the inner body was being pushed and pulled in the outer body. During functional evaluation, friction was experienced as the stent was being deployed. No other anomalies were observed with the inner body, outer body and stent. Based on the information currently available, there was no indication of inadequate flush, steam shaped tip, or tip being locked in the outer body. Information available in the event, indicate that the patient¿s anatomy was very tortuous and that the stent was unable to be deployed. It is probable that the tortuous anatomy may have contributed to the inner body, outer body and friction observed during analysis. While the manufacturing records did not reveal that the device failed to meet specifications, the observed hydrophilic coating peeling during analysis may have occurred during the curing process in the manufacturing process; however, this cannot be conclusively determined as the hydrophilic coating peeling could not be replicated with a demonstration stent delivery system. The manufacturer continues to investigate the matter.

Event description:
Analysis of the returned device identified that there was peeling of the hydrophilic coating. No consequences to the patient were reported.